Event description:
Patient arrived to infusion center for pump disconnect. Upon assessment patient reported that she found the tubing of her 5fu smartez elastometric pump snapped in morning on <date redacted>. Patient unsure how it happened. Patient denied seeing evidence of leaking 5fu medication on herself or at home. Smartez elastometric pump appears empty upon assessment and smart ez elastomeric pump was fully deflated and delivered dose to patient.